Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that the pcu sparked causing electrical circuit break. From the reported information there are no indications of serious injury to the patient or user as a result of this incident, however patient was under ga and treatment was delayed as clinical staff had to re-prep for procedure and ECG monitoring re-established.

Manufacturer narrative:
This investigation has confirmed the reported issue which is attributed to a failure of the power cord. The alaris pcu was received for evaluation and a visual inspection of the rear ac inlet identified carbon deposits within the power cord socket assembly. It is considered that a rotational pulling force applied to the power cord over a prolonged period of time has resulted in a movement of the outer insulations within the socket assembly exposing their inner conducting wires. Further movement / rotation has twisted the exposed wires together causing a short circuit between the live and earth resulting in spark / smoke emanating from the power cord socket and the electrical erosion of the wires. The power cord does not have an independent fuse and therefore would have resulted in the reported "glitch" in the pendant electrical circuit.

Event description:
The reported feedback suggests that the pcu sparked causing electrical circuit break.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that the pcu sparked causing electrical circuit break. From the reported information there are no indications of serious injury to the patient or user as a result of this incident, however patient was under ga and treatment was delayed as clinical staff had to re-prep for procedure and ECG monitoring re-established.